Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the b5 field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this electrode was suspected of exhibiting oversensing noise, and the system recorded an untreated episode. Data analysis was performed, and boston scientific technical services observed noise, possibly sense b node issue. Troubleshooting steps and programming options were provided. No adverse patient effects were reported. The device and electrode remain in-service. Additional information was provided, was reported that the patient was seen in-clinic, and no noise was able to be reproduced. Technical services suggested to program device to secondary vector if detection quality allows. There were no adverse patient effects reported. This device and electrode remain in-service. Additional information was provided, the patient was seen in-clinic last week for troubleshooting. Furthermore, the patient had already been seen by the clinic in (B)(6) 2023, at that time they had reprogrammed the device to alternative vector. Capture all sense vectors showed good signals on alternate vector and primary vector. The secondary vector had small r-waves. Auto optimsation was performed again and chose alternative vector x1. Secondary vector was unsuccessful in sitting position. Boston scientific field personal is wanting recommendations. Boston scientific technical services indicated that the data from december 2023, did not show any s-ECG from secondary, only with s-ECG from primary and alternate vectors and not showing any noise. Previous to that, we find some more s-ECG from a previous follow-up performed in (B)(6) 2023, in which we agree secondary vector was not providing an optimal detection. However, if the noise seen in the episodes has not been reproduced, there could be risks of further noise in primary and alternate vectors that could lead to inappropriate shock to the patient. Boston scientific indicated that they should consider a system replacement with the system connected being sent back if that is possible. No adverse patient effects were reported. The device and electrode remain in-service.